Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the stopper of a bd¿ syringe with needle, was defective. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the stopper of a bd syringe with needle, was defective. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 sample were returned to sbdm, the complaint lot number is unknown. Returned sample leakage test: sbdm conducted leakage test using 1 pc returned samples and results are: syringe leak test: when pulled straight, the syringe show no leakage or air aspiration. When pulled obliquely, the syringe show no leakage or air aspiration. Dimension measurement: for the 1 pc returned sample, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f23.05 +/- 0.05mm. Samples were measured at f23.079 stopper outer diameter: spec f24.4 +/- 0.05mm. Samples were measured at f24.385 DHR review: sbdm reviewed the manufacturing records for possible lot 1802213, 1802223, 1804164 & 1804183. No abnormality was observed. Customer complaint review: sbdm reviewed internal complaint record for same sku syringe 30ml, there were no repeated same issues from other customers. Investigation conclusion: root cause: from investigations, the likely cause points to the plunger and stopper assembly process. Sbdm investigated that when plunger and stopper were being assembled, due to misalignment and imprecise assembly, the stopper might not have been assembled into the plunger in the correct manner, creating a defect product. The line worker may have missed out noticing the defective plunger. Corrective actions: 1. Sbdm had quality training on this customer complaint for syringe assembly line workers and quality inspectors. 2. Sbdm improved syringe assembly machine by regulating speed of product feeding guide to prevent recurrence of the complaint case. 3. Sbdm strengthen process monitoring & product inspection during syringe assembly & packing process. Based on investigation and analysis, the likely cause of the points to the plunger and stopper assembly process. Sbdm investigated that when plunger and stopper were being assembled, due to misalignment and imprecise assembly, the stopper might not have been assembled into the plunger in the correct manner, creating a defect product. The line worker may have missed out noticing the defective plunger.

Event description:
It was reported that the stopper of a bd¿ syringe with needle, was defective. There was no report of exposure, injury or medical intervention.